Manufacturer narrative:
(B)(4)

Event description:
Information from medwatch describes the event as: cvc central line guide wire allegedly broke , whereby no patient harm, no residual effects.

Manufacturer narrative:
(B)(4). The customer returned a used unraveled spring-wire guide (swg). Visual examination of the swg revealed the guide wire is unraveled from the proximal weld. The proximal end of the core wire protruding was rounded. The distal tip was undamaged and retained its j shape. The body of the swg also had multiple bends in the inner core wire and stretched and offset coils. Microscopic examination of the swg confirmed the inner core wire fractured off adjacent to the proximal weld. The proximal weld was present at the end of the unraveled coil wire and the distal weld was still intact. Both the proximal and distal welds appeared full and spherical. Two prominent kinks in the guide wire body were located approximately 2.2 cm from the distal end of the swg and 18.9 cm from the proximal end of the swg. The broken core wire measured 600 mm in length, which met specification; therefore, no pieces appear to be missing. The outside diameter of the swg was also within specification. A manual tug test confirmed the distal weld is intact. A device history record review was performed and no relevant findings were identified. Other remarks: the instructions-for-use provided with this kit describes suggested techniques to minimize the likelihood of guide wire damage during use. It warns that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the guide wire about 2-3 cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld and there were multiple kinks in the swg body. The swg met relevant dimensional requirements and no manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Swg breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event.

Event description:
Information from medwatch describes the event as: cvc central line guide wire allegedly broke whereby no patient harm, no residual effects.